Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead dislodged. It was noted the position of the lead had been changed multiple times resulting in the helix of the lead not "fixing firmly". The lead was explanted and replaced. No patient complications have been reported as a result of this event.